Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the returned manifold assembly, and verified the customer reported malfunction. The unit was removed and visually inspected for damage and contamination, and was attached to a test ventilator. Although, it passed calibration, a ticking sound was observed during performance testing. The diaphragm did not have an adequate amount of surface tension when compared to other units. The linear bearing outer housing showed an excessive amount of grease, indicating the bearings were starting to malfunction. The piston shaft contained an unknown black film around the surface.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) received the device for evaluation and verified the reported malfunction. The cse replaced the pump and it resolved the issue. The unit was returned to the customer.

Event description:
It was reported that during patient use, a ventilator pump was loud. Although the device continued cycling, the patient was transferred to another ventilator without harm.